Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when device broke device is an instrument and is not implanted/explanted. A service & repair history maintenance review was performed. The investigation of the complaint articles indicates that the: the manufacture date of this item is 24-nov-2004. The source of the manufacture date is the release to warehouse date. The customer reported the item was missing the head piece and the knurled cap. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: depth gauge tip, knurled cap. This item was repaired, passed synthes final inspection and returned to the customer on 20-may-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): corrected service history review: lot 2079/4338298: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented the depth gauge for small screws, quantity 2 are missing the head pieces and knurled caps. It was confirmed that there was no patient involvement. This report is 2 of 2 for (B)(4).